Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. There was no unexpected numbers scrolling during testing. The pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, broken belt clip slot, and cracked reservoir tube.

Event description:
The customer's husband reported via phone call of button error on the customer's insulin pump. The customer's blood glucose at the time was 276mg/dl. The husband state the numbers keep scrolling, and pressing the buttons will not stop the scrolling. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.